Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of the reported escalating treatments (uae [uterine artery embolization] and bakri balloon [uterine balloon tamponade]) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine balloon tapenade (ubt) and uterine artery embolization (uae). The subject of this report is a (B)(6) year old woman, race reported as white, g1p1 with gestational diabetes and chronic hypertension reported as significant medical history. On (B)(6) 2021 she presented for a scheduled induction and cesarean section (c-section) at 37.3 weeks. On admission, her height was noted as 65 inches, weight 300 lbs., bmi 53.71, and hemoglobin (hgb) 11.1 g/dl. Her hgb at discharge was noted at 6.6 g/dl. She received epidural anesthesia for delivery of an infant that weighed 3305 g and oxytocin for seven (7) hours following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to cervical laceration after her delivery. The crf noted that it was "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received no treatment for pph. The cumulative blood loss prior to jada insertion was noted as 2600 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021 one hour after delivery of the placenta. The total in-dwelling time for jada was 3.75 hours and the total amount of blood collected in the canister during jada treatment was documented as 1700 ml. The patient received txa (3 doses), methergine (1 dose), seven (7) units of red blood cells, one unit of fresh frozen plasma, and one unit of cryoprecipitate during jada treatment. Following the initiation of jada treatment, the device was removed, and the patient was treated with bakri (ubt) then left uae. They noted an active bleed of the left uterine artery. The total blood loss for this case was 6205 ml. The patient received pre-operative antibiotics for c-section delivery and postpartum antibiotic (zosyn and vancomycin) was administered. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". We requested if the site retained the device or recorded the lot number for this case on 2/25/2022. This site responded that they discarded this device and they do not record the lot number for jada devices. A good faith effort has been made to attempt to obtain this information.